Event description:
Medtronic received a report that the set up to treat PCA aneurysm from groin was: Rist 6f 95cm through that Apro 55 125 cm through that Phenom 21 160cm through that Pipeline Vantage 2.75x12 was implanted with no issue. Post implant the physician wanted to take the APRO 55 out through the Rist and do a run. However, the APRO would not come out. The more the physician pulled, the more it has resistance and even seemed to stretch. Thus, the physician pulled both the RIST and Apro out together as a unit and then went in with a .071" Benchmark to complete the final runs. The Apro 55 catheter was stuck inside the Rist 6F catheter. There was catheter resistance in the distal section. The catheter was stretched during removal, in the distal section. There was force applied during delivery or removal. The catheter tip was entrapped/stuck. There was vasospasm. The catheter was stuck inside the guide catheter. There was catheter entrapment/difficult removal. The middle to distal part of the Apro seemed entrapped inside the Rist so it could not move. There was no surgical or medicinal intervention required. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. The type of treatment was the Pipeline Vantage Placement of PCA aneurysm. The access vessel was the groin, with a diameter of 4 mm. It was noted the patient's vessel tortuosity was moderate. Additional information was received. The causes or contributing factors for the event were not identified. The patient is "fine." The procedure was completed successfully. A continuous saline flush was administered during the procedure. The physician/rep is unclear if the RIST catheter also seemed stretch. There was no device issue with the Pipeline Vantage stent (PED3-021-275-12, Lot: B666498).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.